Event description:
Device malfunction: none. Symptoms/ae: death. Time of symptoms/ae: after the procedure. It was reported that 6 days post an uneventful right internal carotid artery stenting procedure, the patient expired from an acute myocardial infarction. The patient had a significant cardiac history and was scheduled to undergo coronary artery bypass for two or more diseased vessels and an aortic valve replacement within 30 days post procedure. This surgery had not been performed prior to the death. The patient's cardiac surgeon was waiting until the patient was able to discontinue the plavix before his surgery was scheduled. Although requested, there is no additional information available. Choice study event.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.